Event description:
It was reported that the pacer would not pace when connected to the pacer box. The customer tried a new pacer box, new cables then a new pacer wire and the new wire ended up working. Device is available for return. There was no injury to the patient. The patient was an 84 year old male weighing 98.9 kg. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one model d97120f5 catheter with 1.3ml monoject limited volume syringe. The customer report of pacing issue was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. Cut down on the catheter body found the proximal lead wire was broken at approximately 3 cm proximal of distal tip. Insulation was not present on the lead wire at the location of damage. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As per product evaluation, continuity testing confirmed a full open condition of the proximal circuit' and insulation was not present on the lead wire at the location of damage. Although the failure pacing catheter - broken leadwire - proximal is potentially associated to the manufacturing defect, a root cause could not be determined at this time. A pra for cc intermittent condition at tip-distal electrode-pacing catheter was generated to cover full open and intermittent condition for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. A device history record review was completed and documented that the device met all specifications upon distribution. The IFU contains the following precautions: avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry and, since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. As part of manufacturing, 100% of the units are inspected for the electrical inspection on the electrodes.